Event description:
The wife of the patient reports obtaining an undosed result of lo on the active test system. Patient did not modify therapy based on this result. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.